Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration did not work, and occlusion sound was ringing during the cataract [with intraocular lens (iol) implant] surgery. The surgery was completed by replacing the product. There was no patient impact.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used fluidics management system (fms) was visually inspected. Both irrigation and aspiration luers were intact. Flare aspiration tubing was observed at the end of the connection to the fitting. The sample was tested using a calibrated console current software. The sample could be recognized, and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code. The cassette and manifolds were purged, no occlusion was observed. The sample was re-tested, and the same system message code occurred. Replaced the drip chamber with a lab stock drip chamber. Sample passed priming. Submerge fluid test for the returned drip chamber was performed by purging air from the syringe. No air came from the filter of the drip chamber spike. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s assembly process. Action will not be taken based on this occurrence. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).